Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trm ICD, implanted: (B)(6) 2012; 6947m62 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an increase in thresholds was observed on the patient's left ventricular (lv) lead. The lv lead remains in use. This patient is a participant in a product surveillance registry clinical study. No patient complications have been reported as a result of this event.